Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to component migration. The gore® excluder® aaa endoprosthesis instructions for use state that correct pre-treatment planning includes determining the accurate size of the patient¿s anatomy and the proper size of the endoprosthesis. Per IFU, the iliac distal vessel seal zone length is at least 10 mm. According to the IFU, read all instructions carefully. Failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences or injury to the patient.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure without adverse events revealed. Later, a follow-up computed tomography (CT) confirmed that a contralateral leg component (plc231200j/13404139) on the right side had migrated proximally (exact distance of migration is unknown). On (B)(6) 2017, a reintervention was performed whereby contralateral leg and iliac extender components were implanted for distal extension of the right leg into the right external iliac artery. The patient tolerated the procedure. It was reported by the physician that the contralateral leg component on the right side was successfully deployed but its distal landing zone was not adequate during the initial implant procedure.